Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon was able to press the green button but could not squeeze the handle. The device was not able to be fired. They used another reload but had the same issue. They used new reload to complete the case. No patient injury.